Event description:
It was reported that 5 days following a coronary treatment procedure for placement of several drug-eluting stents, the patient died. In 2003 the patient had a 3.0 x 24mm taxus express2 drug-eluting stent implanted in the proximal lad and a 2.5 x 12mm taxus express2 drug-eluting stent implanted in the mid-lad via radial access. Another manufacturer's stent was placed in the left circumflex bifurcation and a jomed stent was placed in the mid-rca. All target lesions had been pre-dilated. Reopro. Heparin, aspirin and clopidigrel were administered during the procedure. There were no procedural complications and the implants were reported to be successful. The patient was maintained on asa and plavix post-procedure. In 2003, while hospitalized in the dibetology department, the patient developed chest pain and subsequent relapse of myocardial infarction due to thrombosis of the lcx and lad ostium. Angiography revealed a dissection in the lad, occlusion at the lad ostium and lcx. The circumflex was re-opened with 2 guide wires. It was not possible to revascularize the lad. The patient went into cardiogenic shock complicated by cardiac arrest. Despite intubation and attempts at resuscitation, the patient expired. No autopsy was performed.